Event description:
It was reported that this pacemaker device was found to be operating in safety mode. The plan was to have this device replaced soon. This device remains in service. No adverse patient effects were reported.